Event description:
Customer reported that the screen of her insulin pump went blank. She stated that this anomaly occurred while she was at work away from her backup insulin pump. Customer changed the battery and that did not resolve the issue. Customer also changed the battery cap twice and that still did not resolve the issue. Customer treated with manual injections, and stated that she injected too much and ended up crashing, but was okay. She also stated that the settings had changed and that the basal rates were two full units lower than it had been. The blood glucose reading was 173 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.